Event description:
During a routine device exchange procedure, the connector pin of the right ventricular (rv) lead detached while disconnecting the lead from the device. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.